Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 29mm 6900ptfx valve underwent a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to severe mitral stenosis. The tmvr was performed with a 29mm 9600tfx without complications. Tee showed there was no paravalvular leak. The patient was transferred to cicu in stable condition and was discharged home pod #2.

Manufacturer narrative:
Additional manufacturer narrative: updated sections a4, b5, b7 and added additional h6 method code for new information received on (B)(6) 2020.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple attempts to obtain additional information regarding this event have been performed; no additional details have been provided at this time. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.   Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information regarding this event is received, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient with a 29mm 6900ptfx valve underwent a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to stenosis. The tmvr was performed with a 29mm 9600tfx without issue. The patient outcome was reported as good and stable.